Manufacturer narrative:
Section d4, h4: additional information. Section d6: correction. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Medwatch / user facility report # (B)(4) was received on 15may2020. Date of event: date is estimated . The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented with large gastrointestinal bleeding event 2 weeks after implant while on heparin bridge. Twenty-eight units of blood were transfused. Endoscopic evaluation included egd (normal) and colonoscopy (ulcerated mucosa to ascending colon/ileocecal valve with evidence of recent bleeding; suggestive of ischemic colitis.) Repeat colonoscopies with epinephrine injection interventions eventually resolved the bleeding. Completed heparin to coumadin bridging. Patient was discharged with aspirin therapy.